Event description:
The device reportedly displayed dashed lines while monitoring a patient. The electrodes were allegedly replaced and the reported dashed lines continued to be displayed. The patient's details and outcome were not reported to mpc.